Event description:
Pt's daughter stated that pump showed error 58 maintenance required. She changed batteries and turned back on but the pump locked and would not function. Sn not available at the time. Will call back with info. No further info available. Reported to (B)(6) by pt/caregiver.